Manufacturer narrative:
(B)(4).additional information/narrative: per the customer, the device will not be returned to baxter for evaluation; therefore, the reported condition of "end of tubing fell off" could not be confirmed. Should the device and/or any additional information be received by baxter, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional narrative: a batch review was conducted. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. The cause of the complaint was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional narrative: per the customer, the sample is available for evaluation by baxter. Attempts have been made by baxter to contact the customer to obtain the sample and/or any additional information. Baxter will continue to attempt to contact the customer and submit a follow-up report should additional information be received.

Event description:
It was reported to baxter healthcare that the end of the tubing of one (1) ce intermate sv100 device fell off in the packaging. According to the customer, the intermate was not in use; the device was received like this. There is no patient involvement. No additional information is available.